Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that a piece of foreign material was lodged inside the connector. The resistance was measured and confirmed that the material was electrically conductive. Upon attempting to plug the charger into the power supply, sparks were observed from the electrical connector of the charger. With the foreign material removed, the charger was successfully powered on with no sparks or other abnormalities. Functional testing was successfully performed, indicated by verification of a representative power handle and output voltage of 8.4v. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The cause of the reported condition is due to conductive debris causing a short circuit that prevented the charger from successfully powering on. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device charger does not run/work. A new charger was used to resolve the issue. There was no patient involvement.